Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibited multiple high out-of-range shock impedance measurements greater than 125 ohms as early as (B)(6) 2023. Review of stored episodes showed no evidence of noise. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. It was noted that a spontaneous 41j from (B)(6) 2023 had a shock impedance measurement of 89 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibited multiple high out-of-range shock impedance measurements greater than 125 ohms as early as january 2023. Review of stored episodes showed no evidence of noise. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. It was noted that a spontaneous 41j from april 2023 had a shock impedance measurement of 89 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit high out-of-range shock impedance measurements, with measurements as high as 151 ohms. Per advisory recommendations, this system was already programmed to initial polarity and maximum energy shocks for continued monitoring. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.